Manufacturer narrative:
Visual inspection of the returned product noted the instrument fractured near the threaded portion confirming the complaint. A review of DHR noted the product was manufactured without any related deviations/ anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured in the patient bone during use. The patient did not retain a foreign body and there was no significant delay to surgery. No further information is available at the time of this reporting.